Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when an expected empty cartridge alarm occurs, the pump will vibrate then make an audible noise. Tandem's technical support educated the user that the first notification will vibrate since the user set the alarm setting to vibrate, but if the alarm is not acknowledged it will escalate to an audible notification until the cartridge is changed. The user acknowledged; however, insisted that they are able to silence the alarms. The user stated that this may have impacted their blood glucose level; however, the user could not provide a bg level. The user changed the cartridge and delivered a bolus to address bg level.